Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test slightly loose drive support disk. Unable to verify motion sensor test alarms due to motor error alarms. Unable to verify motor position encoder error alarm in the alarm history due to erased history file due to several alarms at the alarm history file. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during basal delivery. Customer confirmed receiving a motor position encoder error alarm and a motion sensor test failure alarm also. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.